Event description:
System alarming frequently. Per manufacturer, it is expected but this was not disclosed or educated to facility prior to or at the time of purchase. Even after multiple requests for references from other hospitals on this product, the company has not produced any with multiple reasons as to why they can not.======================manufacturer response for infant/child security alarm, safe place infant security (per site reporter).======================manufacturer reported to facility that we can expect an average of up to 1 alarm per baby per stay. Company has adjusted some of the configuration settings to help with the continuous alarming. Educator sent in to re-inservice staff on how to properly place the band on the babies to try and help control the alarming.